Manufacturer narrative:
Medwatch with a1 identifier (B)(4) is vial 1, medwatch with a1 identifier (B)(4) is vial 2. E4-ni- it was unknown if the initial reporter sent report to the FDA.

Event description:
(B)(4). Two vials of the same lot number were used for the results. It was not reported which results were from which vial. No adverse events reported. Replacing and returning meter and both vials of strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired prior to being returned.